Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface and image processor boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that after a procedure, the monitors went out resulting in a loss of the live image. There is no report of pt injury.